Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information, but was not obtained. The unique device identifier (UDI #) is unknown because the lot and part number were not provided the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy two months ago due to ins being inoperable. The ins was unable to communicate with external device. As such, surgical intervention took place on (B)(6) 2020 wherein the ins was explanted and replaced with a new ipg. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Additional information: (serial and lot number, expiration date, UDI), per the additional information received, it was determined that the device meets the expected longevity. There is no device malfunction. Therefore, this does not meet the reportability criteria.